Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), back pain ("back pain"), fatigue ("fatigue") and chest pain ("chest pains"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, fatigue and chest pain outcome was unknown. The reporter considered back pain, chest pain, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and small intestinal obstruction ('other injury(ies) or complication please describe: small bowel obstruction') in a 37-year-old female patient who had essure (batch no. Cs000n0, cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, breast mass, epicondylitis, carpal tunnel syndrome, ganglion cyst, tobacco user, multiparous, adenomyosis, epicondylitis, ganglion cyst, jaw pain, photophobia and irregular menstruation. Concomitant products included etonogestrel (nexplanon), ibuprofen, medroxyprogesterone acetate (depo-provera), naproxen, omeprazole and phentermine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), back pain ("back pain"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced palpitations ("blood / heart disorder"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth delamination ("dental problems:enamel fractured"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2017, the patient experienced small intestinal obstruction (seriousness criterion medically significant) and pain ("other injury(ies) or complication please describe: chronic pain syndrome."), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pains"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), arthralgia ("left hip pain") and complication of device insertion ("complications or problems that occurred at the time of her essure placement: difficulty finding one tube"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral), lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, fatigue, dysmenorrhoea, dyspareunia, metrorrhagia, palpitations, bladder disorder, vaginal discharge, gastrooesophageal reflux disease, tooth delamination, migraine, nausea, weight increased, vision blurred, vaginal haemorrhage, pain and arthralgia had resolved and the small intestinal obstruction, chest pain, urinary tract disorder, vomiting and complication of device insertion outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, chest pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, menorrhagia, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, small intestinal obstruction, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, blood/ heart disorder, vaginal discharge, bladder or urinary problems, vaginal discharge, fatigue, gi conditions, dental problems, migraine, headache, nausea, weight gain, vision problems. Current weight 21 lbs right tube was cannulated with 5 trailing coils of the implant remaining in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Tubes were blocked. Lot number: cs000n0, production date 2014-10-01, expiration date 2017-08-28. Lot number: cs000xf, production date 2015-04-28, expiration date 2018-04-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and small intestinal obstruction ('other injury(ies) or complication please describe: small bowel obstruction') in a 37-year-old female patient who had essure (batch no. Cs000n0, cs000xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, breast mass, epicondylitis, carpal tunnel syndrome, ganglion cyst, tobacco user, multiparous, adenomyosis, epicondylitis, ganglion cyst, jaw pain, photophobia and irregular menstruation. Concomitant products included etonogestrel (nexplanon), ibuprofen, medroxyprogesterone acetate (depo-provera), naproxen, omeprazole and phentermine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), back pain ("back pain"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced palpitations ("blood / heart disorder"), vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth delamination ("dental problems:enamel fractured"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2017, the patient experienced small intestinal obstruction (seriousness criterion medically significant) and pain ("other injury(ies) or complication please describe: chronic pain syndrome."), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced chest pain ("chest pains"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), arthralgia ("left hip pain") and complication of device insertion ("complications or problems that occurred at the time of her essure placement: difficulty finding one tube"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral), lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, fatigue, dysmenorrhoea, dyspareunia, metrorrhagia, palpitations, bladder disorder, vaginal discharge, gastrooesophageal reflux disease, tooth delamination, migraine, nausea, weight increased, vision blurred, vaginal haemorrhage, pain and arthralgia had resolved and the small intestinal obstruction, chest pain, urinary tract disorder, vomiting and complication of device insertion outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, chest pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, menorrhagia, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, small intestinal obstruction, tooth delamination, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, blood/ heart disorder, vaginal discharge, bladder or urinary problems, vaginal discharge, fatigue, gi conditions, dental problems, migraine, headache, nausea, weight gain, vision problems. Current weight 21 lbs right tube was cannulated with 5 trailing coils of the implant remaining in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Tubes were blocked. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia, vaginal discharge, bladder or urinary problems, vaginal discharge, migraine/headache, nausea, weight gain, vision problems" were added. Outcome of events " pain, bleeding, other " were updated as recovered. Lab data was added. On 19-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), other injury(ies) or complication please describe: small bowel obstruction (sbo) and chronic pain syndrome, blood or heart disorder/condition type: palpitations, vision/eye problems type: blurred vision, gastrointestinal or digestive system condition type: gerd, left hip pain" were added. Concomitant drug , medical history, reporter information and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.